Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history review of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length = 28 mm) with a reference vessel diameter of 2.25 mm ¿ 4.0 mm. Additionally, it states: if necessary, the delivery system can be repressurized or further pressurized to assure complete apposition of the stent to the artery wall. If the deployed stent size is still inadequate with respect to reference vessel diameter, a larger balloon may be used to further expand the stent. If the initial angiographic appearance is sub-optimal, the stent may be further expanded using a low profile, high pressure, non-compliant balloon dilatation catheter. If this is required, the stented segment should be carefully recrossed with a prolapsed guide wire to avoid disrupting the stent geometry. Deployed stents should not be left under dilated. It cannot be determined if the deviation of the IFU caused/contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficult or delayed activation cannot be determined. Additionally, the reported difficulties possibly contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The adverse events referenced are being filed under a separate medwatch report number. The additional absorb device referenced is being filed under a separate medwatch report number. Literature: the relationship of pre-procedural dmax based sizing to lesion level outcomes in absorb bvs and xience ees treated patients in the aida trial.

Event description:
It was reported through a research presentation identifying absorb bvs and xience stents that may be related to the following: myocardial infarction, thrombosis, revascularization, rehospitalization. Deployment difficulty was also noted for both absorb bvs and xience stents. This article summarizes clinical outcomes of 1,845 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "the relationship of pre-procedural dmax based sizing to lesion level outcomes in absorb bvs and xience ees treated patients in the aida trial."